Manufacturer narrative:
(B)(4). The lot was manufactured june 15, 2017 ¿ june 17, 2017. The device was received for evaluation with no fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A red non-baxter luer cap was attached to the device. A functional leak test was performed by filling the device with water and securely tightening the red winged luer cap. The next day, no evidence of a leak was observed from the device. Functional testing was performed again using a baxter blue winged luer cap; the testing was successfully completed and no leaks were observed from the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that small volume folfusor leaked from an unknown location. The reporter stated there was liquid in the bag that contained the device. The leak was identified before patient use. The device was filled with 4000mg of fluorouracil and 103ml of sodium chloride. There was no patient involvement. No additional information is available.